Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer was hospitalized for kidney failure and congestive heart failure and they experienced low blood glucose in the range of 50 mg/dl to 60 mg/dl. Customer declined the troubleshoot for low blood glucose due to his diet changing. Insulin pump will not be return for analysis.